Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
"24-sept-2019 literature article entitled: ¿revision total knee arthroplasty using metaphyseal sleeves at short-term follow-up¿ by ronald huang, md; gustavo barrazueta, bs; alvin ong, md; fabio orozco, md; mehdi jafari, md; catelyn coyle, bs; matthew austin, md. Was reviewed for MDR reportability. The study¿s objective was to evaluate the short-term results of revision tka with both femoral and tibial metaphyseal sleeves using both nonhinged and hinged designs. The models of prostheses used include the modular, mobile bearing, posterior-stabilized p.f.c. Sigma knee revision system ¿ used in 73 knees and the s-rom noiles hinged prosthesis ¿ used in 10 knees. 14 events have been identified with specific patient information within the literature article and will be captured on 14 separate complaints. " this pc serves to capture: (B)(6) year old female revised due to infection. Resection of tka and implantation of antibiotic spacer.